Manufacturer narrative:
Device manufacturer address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection port of a clearlink system continu-flo solution set broke off inside the clear clave of the peripheral IV (intravenous) tubing (non-baxter product). This issue was identified prior to hooking up to the patient¿s central line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the male luer rigid component was observed cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.